Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A 74-year-old japanese woman was hospitalized with a one-week history of abdominal pain and general fatigue. The patient had chronic renal failure, type 2 diabetes mel-litus, and hypertension. Her medications included esome-prazole, magnesium hydrate, dapagliflozin, propylene glycolate hydrate, furosemide, trichlormethiazide, and olmesartan medoxomil. Abdominal ultrasonography and computed tomography (CT) revealed an enlarged gall-bladder filled with stones and biliary sludge. The patient was diagnosed with acute cholecystitis, and percutaneous transhepatic gallbladder drainage was performed. Her condition improved although clamping of the drainage tube one week later led to cholecystitis recurrence. She refused surgical cholecystectomy; therefore, endoscopic transpapillary gallbladder drainage (etgbd) was performed. Because of the difficulty in selective bile duct cannulation during ercp, contrast material was injected, and a guidewire was inserted into the pancreatic duct several times. Bile duct cannulation was eventually achieved using pancreatic duct guidewire placement techniques, and endoscopic sphincterotomy was performed. A 5-fr 5 cm straight psds (geenen pancreatic stent set with a unilateral flange, cook medical, indiana, united states) was placed in the pancreatic duct to prevent pep, and a 7-fr 12 cm double-pigtail stent (through & pass, gadelius medical, tokyo, japan) was deployed in the gallbladder. Cholecystitis resolved, and the patient was discharged seven days after etgbd. Twenty-five days later, the patient was readmitted due to abdominal pain, tenderness in the right lower quadrant, and muscle guarding. Blood tests revealed elevated white blood cell count and c-reactive protein levels. CT showed that the psds tip was caught in the diverticulum; the opposite side of the stent penetrated the intestinal wall and entered the abdominal cavity with free air and increased visceral fat concentration around the stent. Multiple diverticula were observed in the ascending colon. We diagnosed the patient with ascending colon perforation and peritonitis secondary to a migrated psds. Emergency laparoscopic surgery revealed a psds embedded in the ascending colonic wall. Surgical findings showed that the area around the perforation was inflamed, making it impossible to determine whether the perforated area was the diverticulum or normal mucosa. The stent was removed, the perforation site was sutured, and ileostomy was performed. The postoperative course was uneventful, and the patient was discharged 13 days later. Colonoscopy performed two months after the surgery revealed numerous diverticula in the ascending colon. The patient is currently asymptomatic and scheduled for stoma closure surgery. This file will capture one case of 1 case of colon perforation secondary to a migrated geenen pancreatic stent and surgical intervention required to treat. Perforation due to migration of geenen pancreatic stent - as per clinical input s=4 due to surgical intervention. The patient was a 74-year-old japanese woman who presented with abdominal pain and general fatigue. She was evaluated and treated at a gastroenterology and hepatology department in japan.